Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Lens returned pressed against one(1) post of the lens case base resulting in deformation of the lens. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint -"scratch on optical surface of the lens". The returned lens shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intra ocular lens (iol) implant procedure, a scratch on the optical surface of the lens was noticed. Additional information has been requested.